Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that glenoshere taper would not engage the baseplate. Surgeon elected to attempt another glenosphere. A 32 +8 glenosphere was implanted without incident. Surgical delay unknown. Activity level - yes. Doe: (B)(6) 2024. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that glenoshere taper would not engage the baseplate. Surgeon elected to attempt another glenosphere. A 32 +8 glenosphere was implanted without incident. Surgical delay unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the glenosphere 36+4 was found stripped from the threaded tip, a functional test was unable to be performed due to the baseplate not returned. The complaint condition was not able to be replicated, however, with the observed damage it is reasonable to conclude that the stripped condition cause that the parts not fit together. The observed condition of the device was caused by exposure to unintended forces or at a grown angle when screwing it with the metaglene. Properly handling and attention to the approved use of the device diminishes the risk of failure. As mentioned in the surgical technique: proper alignment between the glenosphere and metaglene is absolutely essential to avoid cross threading between the components. If the glenosphere seems difficult to thread onto the metaglene, do not force engagement but re-align the components. If necessary, remove the inferior retractor or improve the capsular release. It is also important to check that there is no soft tissue between the metaglene and glenosphere. When accurate thread engagement is obtained and after a few turns, remove the guide pin to avoid stripping in the screwdriver. Surgical technique: dsus/jrc/0116/1306, rev 2, pag. 42. A dimensional inspection was performed for the glenosphere 36+4 and met specifications. The overall complaint was confirmed as the observed condition of the glenosphere 36+4 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received and states that there was a 30-minute surgical delay. It also states that there were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3, b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.